Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly. Software error detected found in the insulin pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the device had no sound. It only vibrates. The customer¿s blood glucose during the incident was 162 mg/dl. They performed a self-test and the device alarmed pump errors. The device did not pass the audio test. It is unknown if the device will be returning for analysis.